Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Phone number: (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the trailing haptic was detached. Reportedly, the surgeon had to leave the lens in the patient's eye with one haptic. Additional information was received and it was learnt that the lens was explanted in a secondary surgical procedure because one haptic was missing and the lens was not fully centered. Reportedly, the explant and the replacement procedure of the lens went well. The explanted lens was discarded. No further information was provided.